Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The 7000-ps is the connex spot monitor 35 watt power supply. Hillrom has sent a replacement power supply and power cord out to the customer and has requested for the device to be returned for inspection. At this time the device has not been returned and no further information is available. Any additional information received will be included in a supplemental report. Hillrom is cautiously reporting this event.

Event description:
The customer reported that the csm unit's power supply melted where the power cord attaches. This event has been captured under hillrom complaint ref # (B)(4).